Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair. Details of the event are provided below. It was reported that a female patient had a femoral endarterectomy angioplasty with cormatrix ecm for carotid repair approximately 6-8 months ago and later experienced pain and a small amount of drainage at the wound site. Initial treatment included opening the wound slightly, debriding the site, and then closing the wound. Culture samples were only slightly positive and not indicative of a deep tissue infection. The initial treatment was not successful and a CT scan later found a small track all the way down to the artery. On (B)(6) 2014, the surgeon contacted cormatrix and reported that the patient had been taken back to surgery a few weeks prior. The surgeon reported that the site was opened up all the way down to the graft. There was no fluid accumulation around the graft. The graft area looked fine with no signs of infection. A deep tissue culture resulted in no growth. The surgeon indicated that he did not perform any revision to the graft since there was no sign of infection and it appeared to be incorporating properly into the surrounding tissue. The tissue was debrided along the wound track and reclosed. The patient was seen approximately one week prior and is doing fine. The surgeon indicated that the problem may have originated as a stitch abscess and did not appear to be device related.

Manufacturer narrative:
The surgeon indicated that the problem may have originated as a stitch abscess and did not appear to be device related.